Event description:
A user facility returned the videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a foreign material was stuck in the channel. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: replace production label needed, brush passage did not pass due to stuck at distal and plastic cover (d/e), switch 1 (sw1) had a cut, low angulation, control knob play, d/e plastic cover had a dent, objective lens (ob lens) had tiny chip and peeling cement, light guide (lg) lens had old glue, bending section cover (a-rubber) glue had a crack, insertion tube had a buckle at 20mark and soft dent at 60 mark, lg tube had a minor buckle, scope connector had a dent gold pink and plug unit, fluid invasion of the scope connector, and the scope connector was dry after advanced diagnostics. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.